Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through visual inspection. The returned device exhibited signs of repeated use (nicked/gouged) and was fractured. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the provisionals were discovered fractured in trays that had been returned to the distributorship office from the field.